Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Fischer cone biopsy forcep: on (B)(6) 2018, dr. Went through 3 of the fischer cone loops for a conization. All 3 wires broke at the tip. On the package recommended settings are 45-50. They took setting to 40 and it still broke. I called manufacturer. They stated the ligasure triad is more powerful and we should start at 30 on blend. The staff in the operating room placed on coag and then tip did not break. (B)(4).